Manufacturer narrative:
Investigation has been finalized. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed leakage test failure, with leak higher than 150 ml, has been caused by water trap receptacle malfunction. The part has been replaced. Malfunction of water trap receptacle will be detected during installation and consecutive sco if present. This issue will not affect ventilation or agent delivery during treatment. The device failed to meet its specifications. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia machine failed leakage test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).